Manufacturer narrative:
Further information has been provided by the user facility, section b5 has been updated to reflect this.

Event description:
It was initially reported that there was an issue with the stretcher brakes and the model and serial number of the affected unit could not be identified. Upon follow up with the customer the model number was provided and the customer stated that there is reduced/inadequate brake force. There was no report of patient involvement or adverse consequences.

Manufacturer narrative:
The user facility was not able to obtain the serial number of the device; therefore, they could not locate it for inspection. The work order request was cancelled and the user facility does not require any further action from stryker. H3 other text : user facility was unable to locate the device for evaluation.

Event description:
It was initially reported that there was an issue with the stretcher brakes and the model and serial number of the affected unit could not be identified. Upon follow up with the customer the model number was provided and the customer stated that there is reduced/inadequate brake force. There was no report of patient involvement or adverse consequences.

Event description:
It was reported that the customer has five stretchers with brakes that are difficult to engage/disengage. The customer did not provide the model or serial number of the affected units. Attempts have been made to reach the customer for more information; however, they have not responded to these attempts. There was no report of patient involvement or adverse consequences.